Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her sensor was not reading. The customer's blood glucose was 303 mg/dl. It was confirmed her insulin pump had alert silence on and there was a temporary basal rate running with time remaining. The customer was assisted with calibrating. The customer stated that sometimes the sensor pops our and there was blood at the insertion site, which became infected. The customer further stated that she had removed some sensors due to discomfort, which she was again experiencing, and was advised to remove the sensor. Nothing further was reported.